Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during preparation of an catheter placement procedure, the catheter allegedly kinked. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during preparation of a catheter placement, the catheter was allegedly kinked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 9.5 fr power hickman d/l catheter were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported catheter kink issue as there was a s-shaped kink situated approximately 25.0cm distal to the y-body was also seen in the provided photo. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.